Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 420,818 joules and 44 minutes of use the fiber tip broke was noted. It was not reported if the break occurred inside or outside of the patient. The fiber was exchanged and a second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. Stable patient outcome reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip exhibits no signs of breaks/fractures; the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap, and protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint of "tip rupture" could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.